Event description:
(B)(4). Heavy, painful blood clots during menstrual cycle, bloating, hair loss, migraine headaches, nausea, thinning hair, skin irritation, itchy skin, skin burns, severe stomach pain, severe abdominal pain constantly. No desire to have sex, painful intercourse.